Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen was cracked, which prevented use of the back button, and the user switched to backup therapy; the device problem was characterized as a fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.